Manufacturer narrative:
The illuminator involved with this complaint was re-evaluated. Failure analysis was able to reproduce the customer reported failure mode. The fuse is open and auxiliary board on power supply has failed. The front panel is scratched and was replaced along with membrane overlay. Additionally, the lamp module was stuck inside the unit and the unit was cleaned. The illuminator was also upgraded from revision c to revision d. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted with an illuminator error 297. The customer attempted to perform a system power cycle but the issue was not resolved. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance but the issue persisted. At that time, the surgeon made the decision to use an alternate light source to complete the procedure. There was no report of patient harm, adverse outcome or injury. Isi followed up with the customer and obtained the following additional information: the procedure was completed successfully using a backup external illuminator after attempting to troubleshoot with the isi tse. There was no patient harm or adverse consequences related to this reported event. An isi field service engineer (fse) was dispatched to the site and confirmed the customer reported event. The illuminator was replaced to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.